Event description:
It was reported that two threaded cancellous bone screws, 14mm and 16mm, broke in situ. The screws were used to fixate a tibial plate. The broken screws and all fragments were explanted. There were no reported fragments not recovered and there was no reported delay in surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The returned parts were evaluated using general visual and dimensional inspection along with microscopic evaluation at the breakage point. Although there were no visual or dimensional nonconformances it was determined that the screws were broken due to continued stresses from atypical post operative patient activities. A review of the DHR for this lot has been requested.